Event description:
The technician alleged the brake casters would move while in brake mode. No injury reported.

Manufacturer narrative:
The technician replaced all brake casters to resolve the issue.